Event description:
Customer reportedly received the following results on the mobile system: 13.9 mmol/l, 3.3 mmol/l, and 3.7 mmol/l. Customer reported low blood glucose symptoms with these results. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device however customer has returned an empty test cassette; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.